Event description:
I use clearcare plus contact cleaner. After sitting in the basket for 8 hours the lenses will sting my eyes. When I look at the basket with the disc, it is still bubbling at this time. I have noticed this with many times with different discs and solutions.